Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the bicarbonate buffer test and the sensor passed per specification with accurate readings. However, a visual inspection found the sensor cannula was bent; unable to confirm if the sensor received the sensor in said condition due to the senor was returned opened and used.

Event description:
Customer called to report low blood glucose levels. Customer's blood glucose reading was 49 mg/dl. Nothing further reported.